Event description:
As reported, during a laparoscopic procedure, the surgeon used an optifix straight fixation device to fixate a soft mesh which deployed broken fastener. The broken fastener was removed from the patient¿s body. It was reported another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, optifix straight fixation device deployed a broken fastener. Investigation is ongoing. Review of manufacturing records confirms product was manufactured to specification. A follow up report will be submitted when investigation is completed. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿, "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength" and "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. Based on the sample evaluation and investigation performed, the reported event was confirmed. Evaluation of the sample finds for bent guide wire and backup tabs. The reported and found broken fasteners is a known result of a bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use. No manufacturing anomies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Manufacturer narrative:
As reported, optifix straight fixation device deployed a broken fastener. Investigation is ongoing. Review of manufacturing records confirms product was manufactured to specification. A follow up report will be submitted when investigation is completed. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿, "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength" and "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic procedure, the surgeon used an optifix straight fixation device to fixate a soft mesh which deployed broken fastener. The broken fastener was removed from the patient¿s body. It was reported another device was used to complete the procedure. There was no reported patient injury.